Event description:
It was reported that the right atrial lead was capped on (B)(6) 2017 due to lead insulation breakage. All available information has been reported by the facility. No further information is available.

Manufacturer narrative:
" Should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st jude medical."

Manufacturer narrative:
Lead with sn (B)(4) is a right ventricular lead. It was incorrectly reported as atrial lead in the previous report.

Event description:
Lead with sn (B)(4) is a right ventricular lead.